Event description:
--

Manufacturer narrative:
The explanted lead was later returned for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found insulation damage due to electrocautery use. The helix was deformed and slightly flattened. A deformed helix could have prevented the helix from properly fixating and resulting in poor contact between tissue and electrode tip, depending upon when the helix became deformed. Laboratory analysis could not determine if the helix became deformed at implant or explant.

Manufacturer narrative:
The explanted lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to dislodgement. No adverse patient effects were reported.